Event description:
This report is to advise of a fracture noted during analysis.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation.. When the returned device was connected to the tactisys quartz unit optical fibers 1-3 met specifications for optical signal properties, and thermocouple error and no contact force messages were displayed. The catheter had been bent and fractured just proximal to electrode 4, fracturing the internal conductor wires of the deformable body thermocouple, consistent with the error message and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the shaft fracture could not be conclusively determined.